Event description:
The iab was inserted over a guidewire into the pt on 7/10/98 on 7/10/98 at 12 noon using fluoroscopy. Iabp was initiated and "catheter alarms" sounded from the pump. No blood was noted in the iab. The catheter was advanced and repositioned and the inner lumen was flushed without difficulty. Therapy continued without a problem. On 7/11/98 during coronary artery bypass graft, the balloon was augmenting but the catheter kept sounding. During the surgery, excessive pt bleeding from the pt was noted. There was no blood noted in the device. It was discovered only then, that the insertion of the balloon on 7/10/98 caused an aortic dissection. This caused the aorta to become "blown" which subsequently led to the aorta becoming ruptured. The pt expired on 7/11/1998 at 11:45 pm, as a result of the iab insertion into the right femoral artery. (Event complications: the pt expired on 7/11/98 - reported 7/13/98.) (Pt's current status: expired - reported 7/13/98.)